Manufacturer narrative:
(B)(4). Batch records were reviewed and were within specifications; no deviations were noted. Prior to release to market, the iol met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
It was further reported that the explanted lens in the right eye was a 19.5 diopter lens and was replaced with an 18.5 diopter lens. The intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection showed a lens where the optic was cut in half, one part was not present. No optical deviations on the present optic part were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. (B)(4): placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye after the doctor noted that it was poorly positioned. Another lens was implanted during the same procedure. The original incision was not enlarged and there was no patient injury reported.